Manufacturer narrative:
Based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes or its employees that the report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional common device name: hwc. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the inside head of the hexagonal screw is badly damaged. The screw was cut with a pin cutter, so 1.0mm remaining in the plate the other 3.0mm was not returned for analysis. No details as to why the jammed screw in the plate was not removed using the jammed screw removal technique. Recommend review of same. (Ref: (B)(4)). There are a number of reasons why the screw could not be removed from the plate. Perhaps that too much applied mechanical force while tightening may have caused the problem by damaging the screw head. On the flip side however sufficient force would be required to remove the screw. Also could have been due to incorrect screw driver shaft size being used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when extracting the plate, for an unknown reason, the locking screw in question was not able to be extracted by using the driver. The screw was cut by a pin cutter, and the residue was removed by using other instruments (extraction screw etc.). No residue was left in the patient. This is report 2 of 2 for (B)(4).